Event description:
The patient was confusing coupling bars with ins charge level. An information request was made regarding the recharger. The patient last charged 2 weeks ago and the last time she felt stimulation was last week. When the patient charged she was able to put on the ins but it was very weak and it went right away. The patient was having a real hard time being able to charge the stimulation and kept losing the coupling bars. The patient was able to get the charging screen but only received 2 coupling boxes and the flashing battery but then loses the coupling. A replacement antenna and spacers were being sent to the patient to see if she is able to charge easier. It was noted that the belt was making it difficult to keep the antenna over the ins. The recharger antenna was damaged. Anomaly appears to have occurred through product use. It was later reported on (B)(6) 2014 that the patient has had trouble charging since implant. The new recharger antenna and spacers had not been received yet but then the patient checked her back door and found the package that contained them. It was reported on (B)(6) 2014 that the patient received an incorrect shipment (incorrect devices were sent to the patient). The patient reported on (B)(6) 2014 that she just received the new antenna yesterday but still could not give her the signals she needed. The recharger has a full charge on it, but could not get the antenna to connect with the recharger ¿where they show the little squares¿. It would connect but it would not give shaded boxes, coupling boxes. Once in a while the patient would get the boxes. Once the patient got 2 boxes but she could not get any more than 2, sometimes she could not even get the ¿little squares¿. The patient does not use the recharger belt but has a bigger belt that she uses and holds it on with some spanx. The recharger belt kept coming undone and the patient found a way to hold it in place. Turning the antenna dial has been tried. The patient also moved the antenna all over her back until her arm was exhausted. Spacers were tried and did not help either. The day before the patient was not getting a signal so she pushed some buttons and ran the antenna over her ins so she could find ¿where you could get a 38, but then I found a 50, but it won¿t stay there on 38¿. The patient worked and worked too determine the antenna was bad but the patient was still having coupling problems. It seemed like it was more in the ins than anything else because everything else was lined up. The ¿battery is charging and everything and the two little points will come up, it seems like it¿s not connecting with the stimulator¿. The patient was asked when the recharging problems started and it was stated ¿it has never been right, I¿m so frustrated with this thing and at the doctor¿s office when they demonstrated it, it looks so easy¿. Has to ¿work and work to get 2 bars or 4 bars, it just never connected, not good, had my grandson to help me, then we kind of get it and do enough to charge my stimulator enough to get around and use it, right now I have a full charge on my stimulator, it¿s charged up¿. It might not have been the antenna.

Manufacturer narrative:
Concomitant products: product ID 37791, serial# unknown, product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37791, serial# unknown, product type recharger. (B)(4).